Manufacturer narrative:
The product is not expected to be returned for analysis since it was infected. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, in this flotrac sensor the cardiac output (co) values fluctuated from 3 l/min to 10 l/min, while the patient's condition remained unchanged with no abnormalities. In addition, the co value was occasionally not displayed. The device was replaced but the same issue happened. The issue was solved using a third sensor and the co reading became stable. There was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Added information to section h10: related report number. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. There are manufacturing controls related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.